Event description:
Two ahcors were implanted in a pt during a knee procedure. Some time after surgery (time is unk), the pt developed signs and symtoms of infection, pleural effusion and gram positive rods. It is alleged that the pt will be returning to surgery to remove the implants the year of 2005.